Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 1200 mg/dl. It was stated that the customer changed the infusion set, and had been sick all day. The father was unable to troubleshoot at the time of the call, and stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.